Manufacturer narrative:
Thv/tvt registry according to the instructions for use (IFU), injury at the site of access that might require vessel repair is a potential adverse event associated with the transfemoral transcatheter aortic valve replacement procedure. Access site hematomas, confined swelling at the femoral puncture site, are the most common complications from femoral arterial puncture and generally result from insertion technique. Post surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation and review of medical records suggest/indicate procedural factors (insertion and manipulation of the devices for both the tavr and tmvr) likely contributed to the right femoral hematoma and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-01051.

Event description:
As reported by a patient¿s wife, the patient expired s/p transvenous mitral valve replacement (tmvr) and (later) a transcatheter aortic valve replacement (tavr) procedure. The cause of death was reported to be a cerebral hemorrhage caused by a fall during hospitalization at a rehabilitation facility. A 29 mm sapien 3 valve was deployed in the mitral position (tmvr) procedure and three (3) months later, a 23 mm sapien 3 valve was deployed in a pre-existing surgical aortic valve via a transfemoral tavr valve in valve procedure. According to the wife, tavr procedure went well and the patient was discharged to home. The patient returned to the ER at a later date (approximately 1 month post tavr) with signs/symptoms of infection and ¿not feeling good¿. Post tavr procedure, the patient was diagnosed via doppler study with a ¿hole¿ in his femoral artery. The patient also became jaundiced. During hospitalization at a rehab facility, the patient fell while using the bathroom and hit his head. He had slurred speech and a head CT, performed one day after the fall, indicated a cerebral hemorrhage. The patient expired 8 days later. A preliminary autopsy was performed; however, the exact cause of death was not provided. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. Medical records indicate that twenty-eight (28) days post tavr, surgical repair (evacuation of hematoma) was performed on the right groin. Medical records also noted that the patient had developed fevers and was found to have enterococcal bacteremia, source unknown but considered possibly related to the right groin hematoma (which was not cultured). The patient was evaluated for possible endocarditis, but no evidence of vegetations on the mitral valve or permanent pacemaker was found. The aortic valve was not well visualized. A 6-week course of empiric antibiotics was started. Repeat blood cultures were negative.